Event description:
When stressed the veriflex stent will close at one end and will cause flow restriction of blood thru the artery causing chest pain/discomfort, also will cause severe headache in pt may also at times cause dizziness/pt to faint. Dates of use: (B)(6)2010 - (B)(6)2010. Diagnosis or reason for use: blockage in the right rca. Event abated after use: yes.